Event description:
During manipulation of 2 guidewires the physician noticed that the coating of the wire began to delaminate until it was detached by the wire. A slight friction was noted when balloons or stents were pushed over the wires to be delivered to the site of angioplasty. By the end of the procedure the physician noticed green marks on his gloves and sterile table. There were no patient symptoms or complications associated with this event. The patient was not reportedly affected by the detachment of the guidewire coating.

Manufacturer narrative:
(B)(4)